Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the fluro is not working properly. The workstation side lan cable was loose. Biomedical engineer removed and reconnected the cable. After the reconnection of the cable, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that fluoroscopy was not working properly. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the cable connection was loose. The cable has been reconnected and the system was returned to use in good working order.